Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2002, the patient presented with pre-op diagnosis of l5-s1 congenital spondylolisthesis with severe l5 foraminal stenosis and instability. L4-l5 degenerative disk disease. The patient underwent following operative procedure : anterior l5-s1 and l4-l5 discectomy and fusion with allograft rings and bone morphogenic protein. Per op-notes, "...ended up using an allograft ring 18 mm in height at the l5-s1 level. The graft was packed centrally with bmp product. Surgeons also placed the bmp around the outside of the allograft wedge. This laid in very tightly, and when they removed the distraction system, the graft was held in very securely .. Turned our attention to the l4-l5jevel and performed exactly the same procedure. .. This was a very large disk space. They ended up with an 18 mm allograft ring at this level, and packed with bmp product. .."patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.